Event description:
It was reported that the patient presented for device replacement on (B)(6) 2025. During the procedure it was observed that the right atrial (ra) lead exhibited over-sensed noise due to fracture. The lead was capped and replaced during the procedure. The patient was stable.